Manufacturer narrative:
The reported event of a trifecta stented tissue valve explanted for unknown reasons could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date about 5 years an unknown size trifecta valve was implanted. On an unknown date the valve was explanted for unknown reasons. The patient status is unknown. Additional information has been requested but cannot be obtained.